Event description:
It was reported that the maryland bipolar forceps instrument tips were not aligned prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .094 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. There were indentations at the edge of the distal pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the pitch cable was frayed at the distal idler. No damage was found on the clevis. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The bottom bipolar pin was bent upward and to the side. Both bipolar pins were loose but still attached. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.